Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2025. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the abdomen. Of note, the patient uses insulet omnipod5 in modified closed loop. On (B)(6)2025, the dexcom and was showing 187mg/dl and the bg was not checked. The child began crying loudly and staring off into space, prompting her grandparent to take her to the emergency department. There, the glucose level was at 34 mg/dl, while her dexcom's reading showed 178 mg/dl. She was given sugar juices and crackers. She stayed in the emergency room (ER) for three and a half hours. At the time of the report, the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to taking the patient to the ER. The reported glucose values fall within the e zone of the parkes error grid after treating the patient with sugar juices and crackers. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)